Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. Performance data was further reviewed. A the patient did not allege a specific complaint associated with the cgm and did not provide an approximate incident date, a complete investigation could not be performed. The complaint is undetermined and the probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via email that an adverse event occurred. On (B)(6)2024, it was reported that the patient experienced a ¿life-threatening situation¿ due to the follow app not functioning correctly. According to the patient they spent a night at the emergency room due to the event. No further information regarding symptoms and treatment were mentioned by the patient in the email, and multiple attempts to contact the patient for more information regarding the event were unsuccessful. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.